Event description:
It was reported by the patient that they will become light headed and break out into a sweat and will then check their blood pressure. The patient states that their blood pressure is normally on the high side but has been seeing it drop really low at times, and was wondering if the implantable pulse generator (ipg) could affect blood pressure. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead (B)(6) 2013. (B)(4).